Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also reported a discrepancy between the high number of premature ventricular contractions (pvcs) counted by their implantable pulse generator (ipg) and right ventricular (rv) lead versus the low pvc number counted on a holter monitor. It was further reported that the healthcare professionals believed that the ipg and rv lead were oversensing. Isometrics were carried out and pvc counters reviewed with no problems found. However, both the ipg and rv lead sensitivity were reprogrammed and remain in use. No patient complications have been reported as a result of this event.